Manufacturer narrative:
(B)(4). The customer reported that the unit unexpectedly powered off. There was no report of pt involvement. On 08/09/2011 spoke with customer, he replaced the battery which resolved the failure. The unit has been back in service for over 2 weeks with no further problems reported.

Event description:
The customer reported that the unit unexpectedly powered off. There was no report of pt involvement.